Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the latex tubing was detached from the ellik evacuator and does not hold in place so the device could not be used.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), ellik evacuator. Visual inspection of the sample noted the yellow latex tube and the adapter was disconnected from the ellik evacuator. This is out of specification per inspection procedure (B)(4), revision 13, which states, "the union between the recipient and the tube adapter, it must be free and clear of bubbles and openings that could weaken the sealed; manually pull the recipient and tube adapter to assure that the united parts do not separate easily." A potential root cause could be components out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Note: for use with resectoscope sheath manufactured by r. Wolf and k. Storz. A separate adapter is enclosed for use with resectoscope sheath manufactured by acmi.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the latex tubing was detached from the ellik evacuator and does not hold in place, so the device cannot be used. Per additional information via email from ibc on 20aug2021, the tubing was already detached in the packaging.